Manufacturer narrative:
The pump passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, hardware low level failure alarms noted during testing however, hardware low level failure alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 15 mmol/l. The customer was assisted with troubleshooting. The customer was able to clear alarm. The customer stated that the fill cannula was recorded in daily history. The customer was able to pass self-test. The device will be return for analysis.